Event description:
It was reported that when the box containing the saw blade was opened, the blade was pushed through the packaging. There were no adverse consequences reported.

Manufacturer narrative:
Based on information provided by the customer and other confirmed complaints reporting similar events, it can be assumed that product packaging associated with this event is damaged. However, sterility testing completed on a sample of products with similar event descriptions reported has determined that the sterile barrier of product has not been compromised.